Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff surgery the tip of the device broke. All parts were retrieved from the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation was not confirmed. Two sealed packaged ar-8150px-45 batch 13301576 were received for evaluation. Upon visual inspection, find not broken part on the new device. Functional testing of the console and handpiece revealed no issues with the device. The instrument is working as intended. No problem found.